Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2025, the patient reported that the initial pod displayed inaccurate low cgm glucose readings while the patient¿s actual blood glucose level was reported to be over 1000 mg/dl. This discrepancy preceded the patient¿s hospitalization, during which the patient was diagnosed with diabetic ketoacidosis (dka). No specific fingerstick blood glucose (fsbg) values, additional cgm readings, or further clinical details were provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.